Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing was observed due to rv lead noise. Patient presented to clinic for further assessment. Noise was not reproducible with isometrics or pocket manipulation. Programming changes were made, however the noise was reoccurred. Patient has not received any more inappropriate therapy. Device remains implanted. No further information available.